Manufacturer narrative:
The pump passed the displacement test. The pump alarmed motor error during the basic occlusion test, and was unable to prime during the prime test due to a loose / protruded drive support. No other alarm noted during testing. The pump had a missing end cap sticker, a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33/prime rewind. Customer's blood glucose was 279 mg/dl. The customer was advised to disconnect from the device. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised tha the device would be replaced.